Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No issues related to measurement accuracy were identified during testing. The unit was determined to be fully functional.

Event description:
The customer reported the device is providing false readings. No patient impact or consequences were reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device is providing false readings. No patient impact or consequences were reported.